Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a gladiator 10 x 80, 75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure..the returned device was attached to an encore inflation unit and positiv pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that balloon leak were encountered. The patient underwent lower extremity vein stenting. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, it was noted that the balloon was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed balloon pinhole.